Event description:
It was reported that, during implant testing, the shock impedance was around 205 ohms. The doctor repositioned the electrode in an attempted to get deeper beneath the adipose tissue. Also, the pocket was revised to get closure to the fascia. Both resulted in only a drop in impedance to 145ohm. This was also met with poor sensitivity with over and under sensing. The doctor elected to not implant the system. There were no adverse patient effects.

Manufacturer narrative:
This is a correction report to correct the text in: b describe event or problem. It was reported that, during implant testing, the shock impedance was around 205 ohms. The doctor repositioned the electrode in an attempted to get deeper beneath the adipose tissue. Also, the pocket was revised to get closure to the fascia. Both resulted in only a drop in impedance to 145ohm. This was also met with poor sensitivity with over and under sensing. The doctor elected to not implant the system. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the shock impedance was around 205 ohms. The doctor repositioned the electrode in an attempted to get deeper beneath the adipose tissue. Also, the pocket was revised to get closure to the fascia. Both resulted in only a drop in impedance to 145ohm. This was also met with poor sensitivity with over and under sensing. The doctor elected to not implant the system. There were no adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The patient went to the hospital and had the device checked. The sensing was poor in all three sensing vectors. The patient's potassium was elevated. The doctor explanted and replaced the pulse generator along with the electrode. There were no additional adverse patient effects.